Event description:
It was reported 109 days after a coronary artery drug eluting stenting treatment procedure, the pt experienced a myocardial infarcton (mi). The index procedure treated one target lesion. The de novo lesion was 90% stenosed, mildly calcified, 3.5mm in diameter, 20mm in length, located in the proximal right coronary artery. The lesion was pre-dilated with a 3.00 x 16mm maverick balloon. The physician followed with a taxus liberte 3.50 x 24mm stent deployed at 12atms. The lesion was not post dilated; however, the results were 0% residual stenosis with timi-3 flow. The pt was discharged the following day on aspirin and clopidogrel. One hundred and nine days following the index procedure, the pt experienced a non q-wave mi. Cardiac enzymes were drawn which revealed elevated troponin levels. The event was resolved by using medical therapy only. The pt was taking clopidogrel and aspirin at the time of the event. Per the investigator, the event is "unrelated" to the taxus liberte stent. This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the mfg records for this particular batch, namely top assembly batch # 7567044, found that the device met its material, assembly and product specifications, at the time of release to distribution.